Event description:
It was reported that the patient was involved in a motorcycle accident without a helmet, sustaining a serious head injury. He developed a right carotid cavernous fistula due to the head trauma. A 3.5 x 12 mm graftmaster stent was implanted on (B)(6) 2006. There were no complications during the procedure, but the stent did not completely resolve the fistula and coils were placed. The patient made a slow and gradual recovery and successfully completed in-patient rehabilitation on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the corrective action tracking system for the web (catsweb) database revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment of the fistula contributed to the reported event.

Manufacturer narrative:
(B)(4) - indication for use. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.